Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
It was reported that during a tcr, therapeutic procedure the plasma loop fell into the patient's uterus. The fallen device flowed out of the body with the irrigation fluid and has been retrieved and no additional device was used. The procedure was completed with an olympus back-up device with a delay of less than 30 minutes without any reports of harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.